Event description:
A customer contated beckman coulter regarding an erroneously elevated accu tni result generated by the unicel dxi instrument. The customer indicated that they rerun samples for accu tni testing on their unicel dxi until 2 consecutive results are similar. Ther erroneously elevated accu tni result was 0.74ug/l. The customer indicated that previous results from the pt sample had accu tni results of 0.00 ug/l. The elevated accu tni result was not reported out of the lab. The expected accu tni result for this pt was 0.00 ug/l. The customer did not provide any additional info regarding this event. There has been no change to pt treatment that can be attributed to this event.